Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
The customer reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose was 154 mg/dl. The customer stated that the buttons stopped working and are not responding. The customer took out the battery for several hours and inserted a new one a battery out limit appeared. The customer was unable to reset due to the buttons are working. The nurse advised to revert to a backup plan and pump will be replaced. The customer agreed.

Manufacturer narrative:
The insulin pump had intermittent button response due to flattened express bolus and escape button dome switches. No unlocked keypad connector was noted. The insulin pump was received with minor scratches on the display window, scratched reservoir tube window and cracked reservoir tube lip.